Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced seven infusion set tape not sticking event on (B)(6) 2024. The infusion set was in use for few hours. No further information available.